Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Initial reporter occupation (other): ahs product quality & safety. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the device only indicated pressure at 2 atm, but the balloon was able to be inflated. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.